Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a possible allergic reaction at the ipg site. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred on (B)(6) 2022 wherein the system was explanted to address the issue.